Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not forming properly and crossing at the distal tips. One clip may have spit out during the firing sequence. The procedure was completed with a second device. There was no patient consequence.